Event description:
It was reported that the site experienced problems with a frozen hand held screen. Additional info was received that indicated the frozen screen would occur following interrogation and would temorarily resolve following flashcard re-insertion. Attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.